Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation. However, the clinical/medical investigation concluded that, the provided electronic photocopied x-ray images appear to support the complaint, as two radiodensities are noted in the proximal to mid-third of the right tibial shaft and appear to be within the medullary canal as the pins are to be bi-cortical. The cori user manual instructs to: (2) use a surgical drill in reverse (counterclockwise spin rotation), remove each pin. It was communicated that the patient¿s current health status is good. Based on the information provided, a user technique/procedure variance was likely a contributing factor to the reported event. The patient impact includes the retained/embedded non-implantable speed pin tips/fragments in the tibial bone, and it is unlikely that micro-motion will occur as the tips are within the medullary canal. Corrosion, and discomfort cannot be definitively ruled out. No delay or further patient injury was reported due to this issue, as this was noted only in the post-operative imaging. Further patient impact could not be determined. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The devices should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that, after a ukr surgery, it was noticed that the tip of one nonrim speed pin 110 sterile, used in the tibia for a cori case, broke off and 3-4mm were left in the tibial bone. Just noticed on post op x-rays. The procedure had been completed, without any delay, using the same device. Patient's current heath status is good. No further injury was reported as a consequence of this issue.